Manufacturer narrative:
Explanted date: device was not explanted. Establishment name: unknown. Initial reporter phone number: unknown. Initial reporter establishment address: unknown. Initial reporter name: patient. Initial reporter health professional: unknown. Initial reporter occupation: unknown. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
Terumo medical received an FDA medwatch report # mw5104109. The event description states: "that the patient developed a thrombus post angio-seal placement. Suffered from pain. Was unable to walk or sleep. Reporter states that she almost lost her leg. Concomitant medical device was a cardiac stent."

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could be confirmed for the alleged failure that the user experienced. The likely cause could be related to over tamping of the collagen and pushing it into the artery. Other potential cause could be over insertion of the hemostasis sheath/ carrier tube assembly which could have led to the collagen partially entering the artery. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).